Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the white connector in the central lumen of the catheter had cracked. As a result, a new catheter was inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint that the "white connector in the central lumen of the catheter had cracked" is confirmed. During functional testing, a crack was found at the injection site of the iabc bifurcate for the central lumen, which caused the reported complaint. This crack could allow a leak to occur at the injection site of the central lumen. The root cause of how the crack occurred is undetermined. A potential cause is customer handling. Additionally, unrelated to the complaint, an in-service has been requested to review the instructions for use (IFU) with the customer due to the catheter removal technique. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the white connector in the central lumen of the catheter had cracked. As a result, a new catheter was inserted at the same insertion site. There was no report of patient complications, serious injury or death.